Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-03302. It was reported that the patient had a fluctuation in his weight (he had lost weight and then gained weight). In turn, the patient experienced discomfort at the ipg and lead site. As a result, the patient underwent surgical intervention wherein the system was explanted.